Manufacturer narrative:
Visual examination of the returned device found that it was in its original pouch and the pouch seal showed no signs of damage or openings. Additionally, a hair was found in the pouch and residues were found in the back of the pouch. It was noted that the condition of the returned unit is consistent with the complaint incident that there was a hair found inside the sealed, sterile package. Based on the device condition, the root cause of this complaint is manufacturing and there is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation the when the ultratome¿ xl was prepared, it was noticed that there was a hair inside the sterile packaging. Reportedly, there was no visible damage with the ultratome¿ xl. No patient or procedure was involved.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation the when the ultratome xl was prepared, it was noticed that there was a hair inside the sterile packaging. Reportedly, there was no visible damage with the ultratome xl. No patient or procedure was involved.